Event description:
The irrigation tubing, connected to the pump, burst during a trans-urethral resection for prostate causing the bloody fluid from the bladder to escape. Since there was no way to stop the fluid from escaping, it was pumped back into the pump, and onto the table and floor. The procedure was discontinued until the tubing was changed and there was no pt problems related to the event.